Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported toxic anterior syndrome, corneal edema and severe uveitis in a patient's right eye noted after a combined cataract and retinal surgery. The patient was treated for a week with corticoid treatment at high doses. The symptoms resolved. A product sample has been requested for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information was received. It was indicated that a right eye torn capsule occurred during the initial procedure and an anterior vitrectomy was performed. It is unknown if a device contributed to the torn capsule. Additional information was requested from the reporter.

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record review showed that the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause for the customer's reports is unknown. A sample was not returned for evaluation. Without a sample, it is not possible to isolate the root cause. This product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. (B)(4).